Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 27-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included leiomyoma nos. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2010, 6 months 9 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and infection ("infections"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy left side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the hypersensitivity, infection, allergy to metals, dyspareunia, depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left: 3 curling coils, 2 curling coils on this side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Concomitant medication added. Event outcomes abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included leiomyoma nos. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and infection ("infections"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the hypersensitivity, infection, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left: 3 curling coils, 2 curling coils on this side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Events added: psychological or psychiatric problems condition: depression, mental anguish . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included leiomyoma nos. Concomitant products included paracetamol (acetaminophen). On(B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and infection ("infections"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the hypersensitivity, infection, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left: 3 curling coils, 2 curling coils on this side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included leiomyoma nos. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and infection ("infections"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the hypersensitivity, infection, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, hypersensitivity, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left: 3 curling coils, 2 curling coils on this side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, most recent follow-up information incorporated above includes: on 22-may-2018: pfs and mr received. Abnormal bleeding (vaginal, menorrhagia), nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), she did not undergo essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and infection ("infections"). The patient was treated with surgery (hysterectomy ). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity and infection outcome was unknown. The reporter considered hypersensitivity, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 27-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included leiomyoma nos. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 months 9 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and infection ("infections"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy left side). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the infection, allergy to metals, dyspareunia, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left: 3 curling coils, 2 curling coils on this side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, allergic reaction nos were updated to recovered/resolved. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 27 year-old female patient who had essure inserted (lot no. 638495) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not undergo essure confirmation test"). The patient had a medical history of fibroadenoma of breast, breast operation, dyspareunia, parity 2, multi gravida, pelvic pain and dysmenorrhea. The patient had a family history of breast cancer. As concurrent condition the report mentioned leiomyoma nos. Concomitant products included nsaids and acetaminophen (paracetamol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, she experienced depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On (B)(6) 2010, she experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, she experienced allergy to metals ("nickel allergy"). In 2015, she experienced pelvic pain (seriousness criteria medically important and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). At an unknown time, she experienced hypersensitivity ("allergic reaction") and infection ("infections"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy left side). At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea had resolved. The outcomes for infection, allergy to metals, dyspareunia, depression and anxiety were unknown. Essure was removed on (B)(6) 2016. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypersensitivity, infection, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: left: 3 curling coils, 2 curling coils on this side. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: the longer fallopian tube is 6.5 cm, tortuous full thickness the shorter fallopian tube is 4.5 cm slightly tortuous. Microscopic description: the uterus and cervix with bilateral fallopian tubes are negative for malignancy. Both fallopian tubes appear full length tortuous, with no additional pathologic change. Procedure: tvh (total vaginal hysterectomy) with bilateral salpingectomy. Clinical history: severe dyspareunia; adenomyosis uteri. Specimen list: uterus cervix, and bilateral fallopian tubes. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: reporters, medical history, lab data, and patient information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.